Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0001822565 - 2018 -00424. Concomitant product(s): a 00711005028 revision shell liner lot 62725094. A 00-7000-050-20 tm revision shell 50mm lot 62804945. A 00811400100 femoral stem 12/14 neck taper lot 63202971. Palacos bone cement pn unknown ln 66017569. Report source, foreign ¿ events occurred in the (B)(6). Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
T was reported patient had a revision procedure one month post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.